Manufacturer narrative:
It was reported that the device had a leakage. Conclusion was made that the safety valve needed to be replaced. No goods or device logs have been returned for investigation. The supplied information is not specific enough to point to any particular fault. Given this, we have not been able to confirm the problem nor can we identify any root cause. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. H3 other text : 4114.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).